Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving clonidine (360 mcg/ml) at 73.83 mcg/day and bupivacaine (20 mg/ml) at 4.1 mg/day via an implantable pump for post spinal cord injury and spinal pain. A critical alarm was heard and confirmed by telemetry. The pump was interrogated and the logs were read. The logs showed that the low battery reset, reset, and safe state alarms occurred on (B)(6) 2016 at 19:34. On (B)(6) 2016, the patient complained of withdrawal symptoms, a headache, and being achy. The symptoms were considered sudden. Per the log records a motor stall occurred on (B)(6) 2016. The motor stall did not recover and the alarm continued. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was surgically replaced on (B)(6) 2016. As of (B)(6) 2016, the issue was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
Evaluation conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found high resistance of the battery. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.